Manufacturer narrative:
(B)(4). Attempts to f/u with the physician/author have been unsuccessful; lot number and type of product info are therefore unavailable at this time. Device labeling: undesireable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate.

Event description:
The following article was received via productwatch (glis): this record was created to capture the event detailed in "undesirable effects after treatment with dermal fillers", journal of drugs in dermatology, (apr-2013): vol 12(4). In this article, the authors described a pt that experienced an "immediate reaction" after hyaluronic filler augmentation of the lips; this reaction occurred 0-2 days after injection. Specifically this pt was noted to have developed "discrete angioedema after filler injection on the lips". The pt was treated with intramuscular dexamethasone 8 mg followed by 1 week of oral prednisone 30 mg in addition to hyaluronidase diluted 1:1 in saline.